Event description:
A customer reported monitoring may have been lost for a number of pts. There was a reported power failure and possible "fault" that required the icentral (central stations) to be reconfigured. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Mfg date not available at this time.